Event description:
It was further reported that the analyser originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis :it was determined at analysis that the analyser failed functional testing as the analyser battery terminal was broken off. It was noted that the analyser was returned un-repaired.